Event description:
Caller reported a malfunction on the pump, displaying a malfunction code and a fault ID. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information on resetting the pump and assisted the caller with the reset. The malfunction code did not recur after resetting, allowing the customer to continue using the pump. The caller was advised to call back if the malfunction code appeared again.